Event description:
It was reported that the patient, who has diabetes, experienced six infusion site events associated with line blocked issues. The patient reported alternating infusion site placement between the abdomen and upper buttocks and observed that the issue occurred more frequently when sites were placed in the abdomen, where stretch marks were present. Upon removal of the infusion sites, bent or kinked cannulas were occasionally observed. The event involved the patient and resulted in no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.